Manufacturer narrative:
The lot number is unknown and no samples were returned for evaluation. A historical trend related investigation was performed and no adverse trends were identified. The root cause could not be determined. A supplemental MDR will be filed as necessary in accordance with 21 cfr803.56 when additional reportable information becomes available. (B)(4).

Event description:
As reported by a patient, they have developed two corneal ulcers in the last year (since (B)(6) 2014). No further information was provided.